Event description:
It was reported that an error message, "ad cannel8 fail is displayed." This means the analog-to-digital channel failed during sys start-up. This error will likely prevent the sys from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the interconnect cable. The sys operates as intended.